Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The rbl2320 low profile primary guide was returned for evaluation. The reported msp2013 t8 hexalobe driver was not returned. The returned guidet was examined with magnified photography. Observed phenomena included: the guide exhibited brown discoloration (e.g. Corrosion) on flat surfaces on threading of the slider subcomponent. Wear (e.g. Scratches, nicks, deformation) was present on/in hexalobe drive features.the guide slider subcomponent had broken at the thread nearest the hook of the slider. The fracture plane at the breakage location was mildly stepped in two parts, cutting across the crest of a thread; both portions were largely flat with light texturing and no signs of necking. There was significant brown discoloration (e.g. Corrosion) on the fracture plane. The characteristics of the broken slider's fracture plane (e.g. Largely flat, no necking) indicates brittle failure likely occurred. This could have occurred during a tensile overload scenario, as the guide slider experiences tensile loading as the user torques the contour screw of the device to move the slider back and forth. However, the root cause could not be determined. The ribloc u+90 surgical technique surgical technique calls out a warning against hand-tightening due to risk of breakage, and this feedback was provided to the field.

Event description:
It was reported when compressing the plate to the rib, "a significant popping sound was heard". Upon inspection, it was found the compression arm on the low profile primary guide (rbl2320) had broken and was found lodged in the posterior aspect of the rib plate. The procedure was not prolonged and no adverse patient consequences were reported. A second guide was used to complete the surgery. It was reported a t8 hexalobe driver was being used at the time of the event. This report is related to report number 3025141-2023-00132 for the driver involved in this event.